Event description:
The manufacturer received information alleging a patient expired while the ventilator was in use. A request was made to verify if the device shutdown while in use. The device's downloaded event log was reviewed and confirms the device was manually powered off using the proper sequence of key presses. The device was returned to the manufacturer for evaluation and no malfunction was observed. The device was found to alarm and operate as designed.